Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse)viewed the hardware test application, and found intermittent transmit and receive signal loss from cubie pockets. The fse pulled the row board connectors and cleaned them as needed, along with reseating and clamping them as designed. While servicing the cubie failure for drawer 2.1, fse serviced the remaining connectors for the main auxiliary drawers. Fse verified latching to supply and completed inspection and testing as directed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.